Event description:
The surgeon reported that he undertook a revision of a triathlon insert and that there was allegedly an abnormal wear pattern, particularly on the post of the device. The surgeon further reported that there may have been some instability in the knee. He is not alleging a deficiency with the device.

Manufacturer narrative:
An event regarding instability involving a triathlon ps insert was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection of the returned insert component confirmed that the ps post is damaged on the posterior face, which appears to be as a result of contact with the ps box feature of the femoral component.. -medical records received and evaluation: the medical review indicated that instability is a "soft tissue¿ problem related to size, position and other geometric aspects of the implanted devices. Instability was certainly at the root of the problems generated in the knee and as such can be accepted as root factor for failure. Instability is usually an adverse mix of procedure-related factors relating to component size and position plus patient-related factors due to native knee pathology, the exact nature of which cannot be reconstructed in this pi case, especially due to lack of clinical and lateral x-ray information. -device history review: not performed as the lot ID is unknown. -complaint history review: not performed as the lot ID is unknown. Conclusions: based on the medical review, instability is a "soft tissue¿ problem related to size, position and other geometric aspects of the implanted devices. Instability was certainly at the root of the problems generated in the knee and as such can be accepted as root factor for failure. Instability is usually an adverse mix of procedure-related factors relating to component size and position plus patient-related factors due to native knee pathology, the exact nature of which cannot be reconstructed in this pi case, especially due to lack of clinical and lateral x-ray information a CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon reported that he undertook a revision of a triathlon insert and that there was allegedly an abnormal wear pattern, particularly on the post of the device. The surgeon further reported that there may have been some instability in the knee. He is not alleging a deficiency with the device.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.